Event description:
It was reported that the patient passed away due to bacteremia. The outcome was not considered device or therapy related and the device was not explanted. The patient symptoms included elevated white blood cell (wbc) count, fatigue and increased driveline drainage. The patient was on indefinite meropenem antibiotic infusion and there were no issues from a device standpoint.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.